Event description:
It was reported that the patients right knee was revised due to infection. The surgeon exchanged the poly insert.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.